Event description:
It was reported that a smiths medical pump displayed an air in line alarm with a fully primed set. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation (08/24/2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found minor scratches on lcd lens screen. The customer stated problem was duplicated multiple times during functional test. Air detector sensor was defective and inoperable and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.